Manufacturer narrative:
One needle wrench assembly was received in a plastic bag. The rest of the pack components were not returned. Visual inspection found the flats of the wrench are damaged, marred and gouged. There are bits of material sticking up around the edges of the damaged flats. Some of the bits of material are loose and can fall off when touched and manipulated with a teasing needle. The cause of the damage cannot be determined. Condition of the returned needle wrench suggests that the user tightened the phaco needle with the plastic end of the needle wrench, contrary to instructions. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found. The investigation is ongoing.

Event description:
During a cataract surgery plastic fragments that were on the sleeve of the handpiece were injected into the patients eye. The fragments were removed during the surgery which increased the duration of the surgery. No information regarding the additional time required is available. There was no patient health deterioration.